Manufacturer narrative:
This event has been reported by the manufacturer under MDR#3002808486-2019-01130.

Event description:
Patient allegedly received an implant on (B)(6) 2008 via the right common femoral vein due to a high risk of deep vein thrombosis (dvt). Patient is alleging tilt, vena cava perforation, and organ perforation. The patient is further alleging aorta/duodenum perforation and anxiety/fear. Per a report from CT (computed tomography), "positive for caval perforation. Superior extent of caval filter superior l1 vertebral body. Inferior extent mid l2 vertebral body. A total of 4 prongs have perforated the ivc series 2 image 69. Maximum distance prongs perforated approximately 6 mm series 2 image 69. Coronal images approximately 6 degree tilt right to left series 602 image 46. Sagittal images 3 degree tilt posterior anterior series 603 image 67. Diameter of ivc directly above filter 25 x 20 mm series 2 image 52." "Prongs have perforated the aorta and duodenum best appreciated on series 2 image 69 and series 602 image 44."

Event description:
It is alleged that the patient received a cook celect filter on (B)(6) 2008. The patient alleges to have been injured without further explanation.